Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was up to 400 mg/dl at time of incident and the low blood glucose value was 24 mg/dl. Customer's other blood glucose was 371 mg/dl. The customer was treated with insulin pump for high blood glucose. It was unknown weather customer was using auto mode or not. Customer declined to troubleshoot for high blood glucose. The device will not be returned for analysis.